Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.

Event description:
On (B)(6) 2013, the reporter stated that after injection the back end needle of the auto shield duo wasn't protected. Nurse accidentally put her finger on the back end of auto shield duo after injection and experienced a needle stick injury. Nurse could see insulin in the plastic protection, not known if there was any insulin on patients skin. The nurse that used auto shield duo did not have any training on how to use the device. On (B)(6) 2013, becton dickinson training on auto shield duo for all nurses in the ward. The patient has (B)(6). The nurse received vaccination against (B)(6). She has to be monitored with blood samples up to 9 months after needle stick injury. Patient's blood sugar was monitored after this happened. No further information is available.